Event description:
A large patient post bilateral quad tendon repair surgery was transferring to the commode when the drop-arm on the commode released causing the patient to use his leg to catch himself. He re-ruptured his left quad tendon and required additional surgery.